Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.2, 3, 4, 5, 1 and 2.1 were failed and not detected on bus. A field service engineer inspected the communication sled light emitting diodes, noting that only two light emitting diodes were illuminated, powered down the station, disconnected all cables from the communication sled, removed the existing unit, and installed a replacement communication sled, reconnected all cables and powered the station back on, once the communication sled finished configuring, logged into the station and accessed storage space configuration to confirm all drawers were visible, performed functional testing in the hardware test application (hta), and final validation was completed with the customer, confirming all functions were operating correctly without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device not detect on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.